Event description:
The plastic collar deployed to the end of the needle and fell off. The metal protector detached and failed to properly cover the needle tip. This exposed the employees to blood filled hollow bore sharp.